Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms. Technical services (ts)was consulted and provided the health care professional (hcp) troubleshooting and programming options. As a result, the device was reprogrammed. The lv lead remains in service at this time. No adverse patient effects were reported.